Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The results of the visual inspection and functional testing determined that the reported event was not confirmed. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. Potential root causes for the reported event could be ancillary equipment failure, thumb trigger button (activation button) not engaged throughout the entire seal cycle, electrical noise causing interference with the device or inadequate cleaning of device, higher than expected level of native soil. The instructions for use (IFU) states: "ensure all connections to the energy platform and all instruments and accessories are secure before using. Improper connection may result in arcs, sparks, accessory malfunction, or unintended surgical effects." "Keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a sterile, water- or saline-soaked gauze pad as needed." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the ligasure did not seal. The surgeon had to stitch the area that did not seal. Extended procedure time reported was minimal. These are commonly used devices that are readily available.